Event description:
It was reported that oversensing of noise were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually via diagnostic imaging. Noise could not be reproduced via provocative testing. The device was reprogrammed and lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.